Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, failed tower door and offsite staff unable to restart machine. Tower s-urg-dt machines managed by sjh. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer removed the bin that blocking the door from closing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, failed tower door and offsite staff unable to restart machine. Tower s-urg-dt machines managed by sjh. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.